Manufacturer narrative:
The tls3 35c was not returned in a timely manner, therefore, no investigation could be conducted.

Event description:
During a laparoscopic nephrectomy the silicone tip dropped off into the pt approx 30 minutes into the procedure. The piece was removed from the pt. No pt other info was provided.